Event description:
Films were received and their evaluation was completed internally. The films at the time of implant show that the endurant aui stent graft was implanted for repair of another manufacturer's bifurcated stent graft. The contralateral gate of the bifurcated stent graft was open. The contra limb was seen within the sac. After implant of the aui stent graft there were no issues observed. There was an acute bend of the external iliac artery, distal to the stent graft, which may have contributed to the occlusion seen at 6 months. The reported occlusion could not be evaluated as films from this event were not provided.

Manufacturer narrative:
(B)(4). Results: (arterial/vessel occlusion). (Moderately tortuous vessels). Conclusion: (moderately tortuous vessels).

Manufacturer narrative:
Film review.

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a saccular 6.3 cm in diameter abdominal aortic aneurysm and a 30 mm diameter x 58 mm length right iliac artery aneurysm approximately nine months ago. Vessel morphology was reported as the proximal aortic neck is 31 mm in diameter, the access vessels are 15 mm in diameter and moderately tortuous bilaterally. It was reported that the endurant stent grafts were successfully implanted percutaneously without complication. It was reported that there was an occlusion of the stent grafts 6 months post stent graft implant. The physician elected to perform an axilli-bi-femoral bypass. The investigator assessed that the event was not related to the procedure but related to the device. No additional clinical sequelae were reported and the patient is fine. (Ref MFR # 2953200-2011-00572, 2953200-2011-00573, and 2953200-2011-00575).